Manufacturer narrative:
E1: corrected. Manufacturer's investigation conclusion: the reported events of damage to the black power cable and a no external power alarm were confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis with several cuts in the outer jacket of the black power cable ~4 ¿ 6 inches away from the system controller connector. A log file was submitted for review that showed events spanning approximately 3 hours (23dec2024 from 04:23:37 - 07:07:19, 02jan2024 per timestamp). A no external power alarm was active at the beginning of the log file on 23dec2023 from 04:23:37 ¿ 04:23:40. The onset of the alarm was not captured therefore the cause of the no external power alarm is unable to be determined. The driveline was disconnected from controller on 23dec2023 at 07:06:39 for a system controller exchange. No other notable alarms were active in the log file. The system controller was connected to a test system monitor, power module, mock loop and was functionally tested. The system controller was able to operate the mock loop for an extended duration without any issues or alarms activating. The power cables were tested and an intermittent short to shield was observed on the green underlying wire (positive power line) of the black power cable. The outer jacket was removed at the site of damage to the cable and a small pinhole was observed in the insulation of the green wire. The root cause for the damage to the power cable was due to the patient¿s dog chewing on the cable; however, a root cause for the no external power alarm was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number:(B)(6)) was manufactured in accordance with manufacturing and qualilty assurance (qa) specifications. Heartmate 3 instructions for usesection 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the no external power events were assumed to be caused by the puppy chewing through the controller's wiring. No additional alarms occurred after the exchange.

Manufacturer narrative:
B 5 : narrative information section d1: corrected brand name section d4: corrected catalog number and primary UDI no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's black power cable of their system controller was damaged. The black cable was chewed on by the patient's puppy. The patient's controller was exchanged. A no external power alarm was seen, but it was noted that the pump continued to run without issue and log files were submitted for review. Log files captured the no external power events but other than that the files were unremarkable. The mechanical circulatory support equipment was operating as intended.